Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a power on reset condition, with the recharger showing the last recharge attempt at the end of (B)(6) 2011. It appeared the battery had not been working and had been in overdischarge for the past 3-4 months. When she returned from a trip to (B)(6), she met to do a trickle charge in the clinic. The patient began to feel sick in the clinic and was instructed on how to continue the trickle charge at home. When this was unsuccessful, the patient was seen again at the clinic and tried to recharge more than three times, without success. The physician did an x-ray and the battery had not moved. The patient reported that she had lost (B)(6) recently. The physician determined the battery should be replaced. The surgery is likely to take place at the end of (B)(6), however, the patient's uncontrolled diabetes is a factor in when/whether the surgery can be done. This is the patient's first overdischarge. The patient has not experienced any symptoms, apart from the pain returning in her feet. Additional information has been requested, but was not available as of the date of this report.